Manufacturer narrative:
Product analysis: the complaint was confirmed, and was attributed to contamination on the main printed circuit board (pcb). Further contamination was found on the display, case and knobs. The output connectors, case, and hanger were found to be broken. Display wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial output was not working. The epg was returned for service. There was no patient involvement.